Event description:
It was reported that during a right renal artery stenting procedure, before the herculink elite entered the patient, there was some stickiness felt as the herculink elite was advancing on a spartocore (0.014 mm) guide wire. As they were removing the device, resistance was felt, the herculink tip separated and remained on the guide wire. The entire delivery catheter was removed without issues. The procedure was completed with the same guide wire and another same size herculink elite successfully. There was no patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The tip separation was able to be confirmed. The resistance with the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.